Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found wireless footswitch connection failed. Upon troubleshooting, fse found that the wi-fi indicator on the wireless footswitch was flashing red. The cause of the wireless footswitch failure could not be determined by the supplier's part analysis. To resolve the issue, the fse replaced the wireless footswitch. After replacing the wireless footswitch, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.